Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem was not working properly. The pt was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem (B)(4)has been completed. The reported problem (battery charger problem) was confirmed. As received, the battery charger was experiencing resets. Upon service investigation, the flash memory had corrupt programming. The cause of the charger no powering on properly was isolated to corrupt programming of the flash memory components u102 and u105 on the computer/analog board. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.